Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported the death of husband. Caller stated that customer was hypoglycemic and had a seizure. The last bolus was 3.5 units. Customer was wearing the insulin pump at the time of death. Nothing further reported.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump received with energizer industrial battery. Insulin pump was received with cracked reservoir tube lip, scratched lcd window and scratched keypad overlay. Data analysis: the download history file begins with 01/01/07 unexpected alarm, followed by nine display history failed on startup alarms, a flash crc incorrect for factory stored information, an external ram crc error alarm and then an unexpected restart alarm. Daily totals details from 01/01/07 through 01/07/07 listed the daily total insulin = 0.00 u. There is no data listed for the date of 2/12/14. Insulin pump was received with a depleted battery; it appears that the insulin pump reset to factory default. Insulin pump then was monitored for 24 hours with no unexpected external ram crc error, flash crc incorrect for factory stored information, unexpected restart and display history failed on startup alarms noted. Insulin pump had a display history failed on startup alarm in alarm history screen, due to corrupted history files.